Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact phone at the event site is: (B)(6). The fse replaced the drive manifold and all tests passed to meet factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) intermittently displayed a low vacuum alarm. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacturer), e1(site country), g3, g6, g7, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields: h6(clinical code). A getinge field service engineer (fse) while performing pm found the device would intermittently give low vacuum. Even though k6, 6a,7,8 passed during pm it now fails. He replaced the drive manifold (d104-00-0018) and all tests pass. Returned to customer and cleared for clinical use. The final investigation has been completed by failure analysis and testing department. Retaining the drive manifold in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) while performing pm found the device would intermittently give low vacuum. Even though k6, 6a,7,8 passed during pm it now fails. He replaced the drive manifold and all tests pass. Returned to customer and cleared for clinical use. The failure analysis and testing dept ran the cardiosave and after one hour of pumping the cardiosave, the failure analysis and testing dept. Observed a low vacuum alarm that occurred intermittently. The failure analysis and testing dept. Was able to replicate the failure. The drive manifold failed testing. Retaining the drive manifold in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.